Event description:
The original surgery was performed (B)(6) 2015, the patient's sternum was closed using sternalock blu implants. Approximately one month after the original surgery the patient experienced dehiscence. A revision surgery was performed on (B)(6) 2015 and all implants were removed. During the revision they identified the implants remained fixed at one-side at median sternotomy of sternal bone. On the opposite side, the bone was broken and the implants had backed out. The surgeon also reported there was some gap at median sternotomy of sternal bone, and patient experienced hard coughing.

Manufacturer narrative:
The user facility is foreign; therefore, a facility medwatch report will not be available. The warnings in the package insert state this type of event can occur. Review of device history records show that lot released with no recorded anomaly or deviation. Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. File five of five for the same event.